Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the cloudy effluent event. On an unreported date, one week later, the patient began treatment with ciprofloxacin orally (dosage, frequency, and duration not reported) for the cloudy effluent event. On an unreported date, dianeal therapy was discontinued. On an unreported date, the peritoneal effluent fluid was found to be clear and the patient was recovered from the cloudy effluent event. No additional information is available.